Event description:
Customer called to report getting erratic readings when testing back to back with his logic meter. Analysis run on clark error grid using mean avg. Readings (198) as reference point vs. Bd readings (66, 250, 275) yielded some data points in the e range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.